Event description:
It was reported that during an implant attempt, the physician repositioned the lead several times and eventually the distal tip was damaged. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted. Visual summary analysis of the lead indicated damage at implant. Analyst commented, lead was received with the distal end damaged. J shape was deformed due to proximal conductor distorted. (B)(4).